Event description:
Patient reported to have undergone total hip arthroplasty in (B)(6) 2008 and that subsequent lab results revealed elevated cobalt levels. Her physician recommends that she undergo chelation therapy to remove the metals from her blood; however, no additional procedures or therapies have been reported to date.

Manufacturer narrative:
This report is based on allegations made by the patient. No further information has been provided to date and the allegations are unverified. Expiry date - unknown as the product identification necessary to obtain manufacturing history was not provided. Date implanted - (B)(6) 2008, exact date unknown. Manufacture date - unknown as the product identification necessary to obtain manufacturing history was not provided. This report filed (B)(4), 2011.